Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated all pcb's in the emi cabinet and reseated all interconnecting cables. He replaced the cine bridge pcb. The system operates as intended.

Event description:
The customer reported that the image has artifacts only during cine runs. No pt injury was reported.